Manufacturer narrative:
The customer¿s product was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 381238) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result, for one patient, with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the dade innovin by siemens, cs 2500 method. The meter result was 6.6 inr and within a few minutes the laboratory result was 4.9 inr. The patients therapeutic range is 2.0-3.0 inr and tests every 3-4 weeks. The patient lowered their warfarin dose and was advised to eat more greens based on the laboratory result. The patient is stable.

Manufacturer narrative:
The reporter's meter (B)(6) and test strips were provided for investigation where they were tested using retention controls. Meter u76026674 was not returned for investigation. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.0 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields concomitant medical products and device evaluated by MFR have been updated.